Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. The health care professional (hcp) could not reproduce the noisy signals and noted that the thresholds were slightly elevated. Hcp also noted that the patient gained a lot of weight in the abdomen area and had bad snoring and wanted to get technical services (ts)'s opinion. Ts reviewed the episodes and noted there was a slight downward trend in rv impedance. Ts discussed potential causes with the hcp. Hcp stated that they would follow up with electrophysiology for further evaluation. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with an upgraded therapy device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. The health care professional (hcp) could not reproduce the noisy signals and noted that the thresholds were slightly elevated. Hcp also noted that the patient gained a lot of weight in the abdomen area and had bad snoring and wanted to get technical services (ts)'s opinion. Ts reviewed the episodes and noted there was a slight downward trend in rv impedance. Ts discussed potential causes with the hcp. Hcp stated that they would follow up with electrophysiology for further evaluation. The device remains in use. No adverse patient effects were reported.